Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experiencing high blood glucose with blood glucose ranges from 420 mg/dl to 65 mg/dl. Customer¿s other blood glucose level was over 200 mg/dl. Customer stated that the chipping can occurred when unscrewing reservoir from insulin pump and unexplained non delivery alarms. The insulin pump will not be returned for analysis.